Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported the system displayed a cine disk error. This would prevent the cine function from operating. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in damaged vasculature. No patient injury was reported.